Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate electric shocks due to atrial driven. All therapy was delivered and it was confirmed that this ICD is working as intended. Currently, this product remains in service and no additional adverse patient effects were reported.